Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus korea (okr), omsc determined this phenomenon was attributed to the deactivating of the flow rate display mode of the subject device by the user handling. In fact, the subject device worked after the activating the flow rate display mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the indicator of the flow rate wasn't displayed after turning on the power switch of the subject device during the preparation of the unspecified diagnostic procedure. In the incoming inspection for the repair, the service department of olympus korea (okr) identified the reported phenomenon and found the deactivating of the flow rate display mode. Okr activated the flow rate display mode, then the subject device worked well. There was no report of patient injury associated with this event.